Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument jammed. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibited signs of use and the rod was bent. The instruments did not function properly upon testing. Device history record (DHR) was reviewed and no discrepancies were found. Marking on the instruments indicated that the device had been used successfully in the past, and so the root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.